Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an MRI done and did not turn stim off. She felt like she was being electrocuted in her legs. She stopped the MRI but now feels stim more on her bottom and on one side and is leaking. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was said that the actions taken to resolve the MRI event where the patient felt like getting electrocuted and now feels like stimulation is more at the patient¿s bottom was that the patient requested the MRI be stopped upon feeling like getting electrocuted. The healthcare professional confirmed that the issue was not resolved and that the patient was assessed by a manufacture representative and that the patient will follow up with their provider for ins check. No further complications were reported.